Event description:
The cousin of a patient called lifecor customer support to report that her device is not turning on, there is just a light screen on the monitor. The cousin confirmed the battery pack is placed into the unit correctly. The cousin reports attempting to place both batteries into the unit several times with the same result. The cousin reports swapping battery packs that morning, following their usual routine, when they noticed it would not turn on. The cousin reports it was working properly up until this morning. The cousin reports both batteries are fully charged. The cousin also mentioned that the monitor had been dropped "awhile ago." This was mentioned by the patient's mother, the cousin did not witness this and does not know exactly when it happened. A lifecor sales rep visited the patient and confirmed that neither battery pack would power-up the unit. The patient's monitor was replaced. Upon receipt at lifecor the monitor downloaded data successfully.